Manufacturer narrative:
Section b5: additional information. A prior admission for melena occurred on (B)(6) 2019 and is reported under MFR #2916596-2019-01932. A request was made for information regarding any other prior admissions for melena but no other admissions were communicated. Section d4: correction (expiration date). The heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Section h4: correction manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. Multiple requests for additional information regarding the reported chronic kidney disease were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Bleeding and renal dysfunction are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that gastrointestinal (gi) bleeding was confirmed. The bleeding was eventually controlled. It was noted that the patient stopped aspirin and would continue to be monitored. The patient was discharged on (B)(6) 2019.

Manufacturer narrative:
Approximate age of device ¿ 9 months (the age is calculated from the date of implant to the event date). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a patient with nonischemic cardiomyopathy (nicm) post lvad, insulin-dependent diabetes mellitus (iddm), chronic kidney disease (ckd), several recent admissions of melena and acute hemoglobin (hgb) drop was currently alive and well. The patient had a colonoscopy in (B)(6) 2018 with resection on cecal polyp. Esophagogastroduodenoscopy (egd) on (B)(6) 2019 revealed friable gastric mucosa without active bleeding. On admission, it was found that hgb was 5.8. Capsule endoscopy was done on (B)(6) 2019; nothing by mouth (npo) for the time being. Supplement IV iron was given to the patient. The patient was treated with a surgery and blood transfusion.